Event description:
It was reported the foot detached. It was not known when this incident happened, or during which part of the procedure (before or during procedure). Follow up attempts were made, however, there was no further info available. No patient effect has been reported. The procedure was completed with another device. Further information was received on 03/01/2007, it was reported that the detachment happened during the procedure, and it needed to be retrieved from the chest cavity.

Manufacturer narrative:
Investigation: after the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.